Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient sample tested for free thyroxine (ft4) and parathyroid hormone (parathormone, parathyrin) - pth, intact (pth). The date of event was not provided. The results were not reported outside of the laboratory. The customer has not provided any actual data but it is noted that erroneous ft4 results were obtained. This information has been requested. It is not known if the patient was adversely affected. This information has been requested. No adverse event was reported. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer suspects an interference in the patient sample. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.